Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during service for an unrelated malfunction, the cardiosave intra-aortic balloon pump (iabp) displayed code 111 and high pitch alarm sounded. There was no patient involvement, and no adverse event was reported. The unrelated malfunction has been reported under mfg# 2249723-2021-02410.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse replaced solenoid control board. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during service for an unrelated malfunction, the cardiosave intra-aortic balloon pump (iabp) displayed code 111 and high pitch alarm sounded. There was no patient involvement, and no adverse event was reported.